Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that following a hip arthroplasty, the patient is experiencing dislocation and pain.

Manufacturer narrative:
Review of the device history records for part #00630505036 / lot #60731117 and part #00-8018-036-02 / lot #60738139 identified no deviations or anomalies. These units were released to distributor with no deviations or abnormalities. Device history records for item 00-6305-050-36 / lot 60734733 were reviewed for deviations and/or anomalies. DHR shows one piece scrapped at operation 310 (uv light inspection) for contamination. This device is used for treatment. A complaint history search identified no other complaints for part #00630505036 / lot #60731117 and part #00801803602 / lot #60738139 combinations. Primary surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A revision surgery has not been indicated. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.